Manufacturer narrative:
As reported, the balloon of a 5mm x 4cm x 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter would not come back into a 6f non-cordis sheath upon removal. The physician attempted to pull the sheath and the balloon out of the body together; however, the distal half of the balloon become dislodged in the patient¿s artery. The physician used an unknown stent and inflated the balloon into the intimal wall of the artery. There was no adverse effect on the patient and the patient was discharged normal, with no extended time of observation or delay in care. This was a planned pta/atherectomy/stenting of the left superficial artery (sfa). A 6f non-cordis sheath was used and during the case, the tip became damaged. The device was attempted to pta the artery. The product was stored as per labeling and opened in a sterile field. There was no difficulty removing the product from the hoop, protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor through the guiding catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was in an acute bend during the procedure. One product was returned for analysis. A non-sterile powerflex pro 5mm x 4cm 135 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon is observed separated on its distal area. Blood residues were observed inside the balloon. No other anomalies were observed. A dimensional analysis was performed to verify the correct od at the proximal balloon seal. The measurement was compared against the specification and the result was found within specification. The unit could not be passed through a csi/gc due to the balloon¿s separated condition. Per sem analysis on the separated/burst balloon observed during visual review, results showed that the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks and tears near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks and tears on the balloon outer surface probably led to the ruptured condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82187284 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon withdrawal difficulty - through guide/ sheath¿ was not confirmed due to the condition of the device as received as insertion/withdrawal testing could not be performed. The reported ¿balloon separated - in-patient¿ was confirmed by device analysis due to the damaged and separated condition of the balloon received. However, the exact cause of the events could not be determined. Per device analysis, the balloon presented evidence of scratch marks and tears near the balloon rupture. It appears the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon resulting in the rupture noted during sem analysis. It is likely that vessel characteristics, procedural factors and handling of the device contributed to the events reported by the customer. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82187284 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5mm x 4cm x 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter would not come back into a 6f non-cordis sheath upon removal. The physician attempted to pull the sheath and the balloon out of the body together, however, the distal half of the balloon become dislodged in the patient¿s artery. The physician used an unknown stent and inflated the balloon into the intimal wall of the artery. There was no adverse effect on the patient and the patient was discharged normal, with no extended time of observation or delay in care. This was a planned pta/atherectomy/stenting of the left superficial artery (sfa). A 6f non-cordis sheath was used and during the case, the tip became damaged. The device was attempted to pta the artery. The product was stored as per labeling and opened in a sterile field. There was no difficulty removing the product from the hoop, protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor through the guiding catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was in an acute bend during the procedure. The device will be returned for evaluation.